Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in loading a new cartridge using the proper technique and successfully resumed insulin therapy. No previous reports of similar alarms with this pump were noted. The original cartridge lot number was unavailable.